Event description:
This event was reported as a patient death. Valve stent post had perforated aortic wall; this was noted after pt had been arrested and was taken back to o.r. Approximately 5 or 6 days after aortic valve replacement. No response from surgeon to inquiries about details of this case. O.r. Staff at hospital did not know of incident. No further information was provided.